Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 4 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is not expected to be returned for evaluation. During troubleshooting it was confirmed that sdi port one had no input and sdi port two was functioning properly. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if additional information is received.

Event description:
The customer reported to olympus there was no image from the serial digital interface (sdi) port one on the high-definition liquid crystal display (lcd) monitor. The issue was found during preparation for use. The intended procedure was diagnostic. The procedure was completed with the same device by using sdi port two. There was no additional medical treatment or surgical intervention needed. No patient harm was reported.